Event description:
It was reported by surgeon's office that a patient had been experiencing pain. The mesh was explanted and was found to have folded over. The ring was reportedly not broken.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.